Manufacturer narrative:
The customer reported that quality controls (qc) was out of range and obtained falsely elevated alpha fetoprotein (afp) results on the atellica im 1600 analyzer but did not report the results to the physician(s). The customer performed repeat testing post-service repairs and noted that the repeat results were lower and considered correct. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and found probes 1 and 4 in the wash ring were not aspirating due to a clot in the y fitting for waste tubes. The cse resolved the problem, ran qc, and verified the analyzer's performance. The customer resumed testing, and the performance was acceptable. The analyzer is operating as specified, and no further evaluations were required.

Event description:
The customer reported that quality controls (qc) was out of range and obtained falsely elevated alpha fetoprotein (afp) results on the atellica im 1600 analyzer but did not report the results to the physician(s). The customer performed repeat testing post-service repairs and noted that the repeat results were lower and considered correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00294 on 13-nov-2024. Additional information (27-nov-2024): siemens received additional test result data from the customer and updated section b6 to include the additional tests, sample ids, and results that were affected on (B)(6) 2024 and repeated on the same atellica im 1600 analyzer post-service repairs. Siemens updated section h6 (medical device problem codes) to reflect the additional information.